Event description:
The event is reported as: the customer reports that the tip of the port broke during use, in the belly of the patient. No consequence for the patient, the entire tip was recovered and another port was used. No patient injury reported.

Manufacturer narrative:
Sample not received in time for this report.